Event description:
It was reported to nova biomedical that a consumer received a 188 mg/dl result on his blood glucose meter sometime in (B)(6) of 2014. The consumer administered an unknown amount of insulin based on that result and subsequently experienced a hypoglycemic event. The consumer was not able to provide any further information regarding if he required any medical or emergent food intervention, the meter serial number and the test strip lot number involved in the report event. The test strips will be returned for evaluation.

Manufacturer narrative:
Related MDR#3004193489-2014-00117. Test strip lot # unknown. Control solution lot # unknown. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.